Event description:
Customer reported that on (B) (6) 2010 he encountered a port issue with his freestyle lite blood glucose meter. It was further reported that because he was unable to test, he subsequently experienced vertigo and lost consciousness. Customer's friend found him on the floor and transported him to a local healthcare facility where he was diagnosed with hypoglycemia and treated with intravenous glucose. Customer also self-treated with orange juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is complete.